Event description:
The customer stated falsely (B)(6) architect hcv results from a pregnant woman were generated on (B)(6) 2011 when reagent lot 05080li00 was in use. The customer provided the following results as follows: sid (B)(6) initial result = 0.39 s/co. Confirmation testing was performed in another lab and weakly positive western blot inno-lia hcv results were obtained (e2 and ns4 (B)(6)). Another sample was collected from the patient and tested on (B)(6) 2011 and a falsely (B)(6) architect hcv result of 0.34 s/co was generated when reagent lot 02454li00 was in use. The customer returned the patient sample to abbott for evaluation purposes. The falsely (B)(6)results were not reported to the medical provider, therefore, there was no impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37-20 that has a similar product distributed in the us, list number 1l79. No consequences or impact to patient. Incorrect or inadequate result. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation testing of the (B)(6) sample was performed for sid (B)(6) with architect anti-hcv reagent lot 02454li00 and 05080li00, and (B)(6) results were obtained with both reagent lots ((B)(6), respectively), thus, confirming the (B)(6) results obtained by the customer. Testing by the chiron riba hcv 3.0 sia and inno-lia hcv score methods was performed for the returned specimen. Testing using chiron riba hcv 3.0 sia showed an (B)(6) result ((B)(6)) whereas the inno-lia hcv score result was (B)(6) ((B)(6)). The sample resulted (B)(6) when tested with the axsym hcv version 3.0 assay (0.64 s/co). Due to insufficient sample volume, no further testing, like rna nat, could be performed. It was not possible to categorize the sample, as reference testing data for the western blot analysis is not conclusive regarding presence of antibodies to (B)(6). Testing of retained material of reagent lot 02454li00 and 05080li00 met specifications. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values met specifications and the results were in the typical range and no (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045) with both reagent lots. The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Lot 02454li00 and 05080li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of both reagent lots is not adversely affected. As part of the evaluation, review of the complaint records for the affected lot numbers was performed and did not identify any problems relating to the customer's observation. Based on the evaluation, the reagent lots identified in the customer's complaint are performing acceptably. The problem of confirming antibody results in hcv testing has been discussed in length because all technologies, immunoassays and blots alike rely on the use of recombinant antigens. In a paper by echevarria et al. Journal of clinical virology 35 (2006) 368-372 the problem of confirming low-level antibodies has been discussed in detail. According to the authors, a sample containing true antibodies should present the same band in two different immunoblots, therefore, the evaluation could not conclude that the architect anti-hcv assay was indicating a (B)(6) result for this specific specimen. A likely explanation is also a (B)(6) result in the roche assay due to interfering reactivity as revealed in the variable response in the immunoblots used.